Manufacturer narrative:
Concomitant products: product ID: 389033, lot# j0555319v, implanted: (B)(6) 2007, product type: lead. Product ID: 37743, serial# (B)(4), product type: programmer, patient. Product ID: 389033, lot# j0537797v, implanted: (B)(6) 2005, product type: lead. Product ID: 3708240, serial# (B)(4), implanted: (B)(6) 2007, product type: extension. Product ID: 37752, serial# (B)(4), implanted: (B)(6) 2007, product type: recharger. (B)(4).

Event description:
Additional information received reported an event date of (B)(6) 2015, which did not correlate with the initial report of the original out of regulation (oor) on (B)(6) 2015. Another oor was reported to have occurred in (B)(6) 2015 and the patient saw the manufacturer representative (rep). It was noted that only 4 electrodes were working and he would be getting a replacement soon. Follow-up was performed to determine if any intervention occurred, if a cause had been determined, if any intervention occurred, if the issue was resolved, and if the patient had any further concerns. This event will be updated if additional information is received.

Event description:
It was reported the patient was unable to adjust stimulation and was seeing the ¿call your doctor¿ icon with an informational screen showing the out of regulation (oor) ¿ upper limit on rate message. They saw the message on the day of the call when they were trying to increase their rate. The patient is normally able to get a rate higher than 15. Lastly, they noted that the implantable neurostimulator (ins) was low. The patient called back and later reported that they were unable to adjust stimulation. The patient got the out of regulation (oor) message on the patient programmer (pp) the day of the report again but this time the screen looked different. It showed a staircase and an arrow pointing up; the day of the report was the first time he saw this screen. Technical services assumed the ¿staircase¿ was the amplitude symbol. It was noted the implantable neurostimulator (ins) was completely charged, as he charged it two days prior. It was noted he charged it once every other or every week. At the time of the report he was trying to deal with cold and snow and everything was kind of worse and he was unable to make adjustments. It was suggested to the patient to try pressing on any arrows on the navigation key to bypass the message. The patient tried this and it didn¿t do anything different. He also tried turning the ins off and it did not resolve the issue. He had four different programming options and he tried all of them. Channel one showed the staircase and 2.20 volts; if tried to increase or decrease it showed oor. All channels were tried. Again it was noted that the patient tried turning the ins off and then on and took the batteries out and was getting the same code. During the call he turned the ins off and back on and stated that one was o.k. But the other ones were still showing oor. Following that he got a screen showing a doctor and "a" and sync. It was reviewed with the patient it meant ¿return to clinician settings.¿ the patient was instructed to scroll right and to power down the pp again and then sync again. The patient confirmed he saw his home screen, channel a. The patient tried adjusting and confirmed it was working and the issue was resolved. The patient asked if oor meant his ins battery life was coming to end of service (eos) and it was reviewed no. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.